Manufacturer narrative:
Additional information : the lot was manufactured between july 30, 2018 - august 01, 2018.a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received at the baxter office and discarded due to sample being received in a poor condition; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking at the port. The leak was discovered during preparation and prior to patient use. There was no patient involvement. No additional information is available.